Event description:
It was reported that the cap on the tip of the balloon dilatation catheter was deformed or stuck, and it was unable to come off. Per follow up information received on 25nov2021, it was unknown if it was deformed or stuck. It was reported that the cap would not come off.

Manufacturer narrative:
The reported event is unconfirmed as the problem could not be reproduced. Photo samples were submitted which showed the balloon guard still on the device, unable to confirm the event based on the photos. The balloon dilation catheter was returned with the original packaging. An evaluation of the physical sample was completed by futurematrix on 09feb2022. The balloon guard was present on the device and it appears an attempt was made to remove it, as reported by the customer. A kink was present at the end of the shaft where the balloon joint meets the outer shaft, no additional complaint will be created for this failure as it is unknown if this occurred during transit for evaluation or as a result of attempting to remove the balloon guard. The balloon guard was successfully removed from the device during evaluation, though it was "snug". The balloon guard was removed and attached five times without issues. An in-house 0.038" guidewire was inserted and passed freely per specifications. The guidewire was left in place and a new inflation device was attached to the stopcock and balloon hub; inflation was conducted to ensure no defects were noted functionally and there were none. The device history record review was not required as the reported event was unconfirmed. As the reported event is unconfirmed, a label/packaging review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the cap on the tip of the balloon dilatation catheter was deformed or stuck, and it was unable to come off. Per follow up information received on 25nov2021, it was unknown if it was deformed or stuck. Also stated that the cap would not come off.